Event description:
A coronary stent delivery system was successfully advanced and deployed at the target lesion site in the pt's left anterior descending artery. Subsequently, a side branch was observed to be caught in "stent jail". The physician attempted to dilate the side branch by successfully advancing a balloon catheter through the stent struts; however, upon withdrawal of the dilation balloon, the balloon became caught onto the stent and dislodged. As a result, the pt's vessel shut down. The pt was sent for emergent coronary artery bypass graft surgery x3. While the pt was recovering in ICU, a collapse of the right lung, blood transfusions and the loss of use of three fingers is the right hand were reported. It was reported that feeling is slowly returning to the third fingers in the pt's right hand.